Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.

Event description:
Patient had an atrial septal defect evaluated at 24mm by tridimensional echocardiography and transesophageal echocardiography (tee). The balloon stretched diameter was gauged at 25mm and a 26mm amplatzer septal occluder was implanted uneventfully with proper positioning and complete closure of the effect. Three weeks post device implantation, the patient admitted to the emergency room for hemolytic anemia secondary to severe acute hemolysis. Tte showed a fistulae between the aorta and the left atrium. The patient was taken to the operation theatre where the device was removed and the defect closed surgically as well as a small (2mm) perforation in the non-coronary valsalva sinus of the aorta. No further complications have been reported.